Event description:
It was reported that the product is defective as liquid leaks at the transition between the hose and the connector during filling. The devices were handled by healthcare professionals such as registered nurses and physicians. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.